Event description:
Pt with recurrent meningiomas was having fourth craniotomy. A radial arterial catheter guidewire was inserted in their right hand by an anesthesiology resident with difficulty. After the sheath was inserted, the resident anesthesiologist was unable to extract the guidewire. The attending anesthesiologist also tried to extract the wire unsuccessfully. She then decided to remove the whole assembly. However, the hub of the catheter broke off, leaving the guidewire, sheath and needle inside the pt. Vascular surgery was consulted, and a cut-down procedure was performed to remove the retained portions of the catheter kit. Upon removal, it was discovered that the guidewire had corkscrewed. The attending anesthesiologist attempted to insert another catheter in the left side, and was unable to get the guidewire to thread. She then moved to the pt's foot, and was able to place the catheter with no incident. The vascular surgeon and the anesthesiologist surmise that due to the number of catheters this pt has had placed they most likely have scar tissue which caused the corkscrewing of the guidewire. Except for a small scar, the pt had suffered no sequela from this event.